Event description:
Information received indicates the power cords ground pin is loose, causing a loss of ground. Issue was found during a preventive maintenance check.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.